Event description:
Patient was taken to operating room to place a gyn ada tandem with semi-lunar ovoids "venezia" applicator for high dose rate brachytherapy (hdr), which treatment would be completed subsequently in radiation oncology (ro). Applicator was placed and the patient was transferred to a gurney and taken to ro. Patient was CT scanned in ro and images were transferred to the treatment planning computer systems. On CT scan, the applicator was noted to have an unexpected shape on imaging vs. What was placed in the operating room. Treatment planning allowed better 3d visualization of the applicator and it was confirmed that the tandem portion of the applicator appeared to be broken. To confirm the break, with approval from doctor, the lead technical physicist and operating room manager entered the room and accessed the applicator and removed the "dummy source" out of the tandem. (Note the "dummy source" is placed in the CT at time of simulation by physics and physician and is wire insert with metal dotes. This insert is used for treatment planning purposes and is designed to go in or out of the applicator at will.) The dummy's source was noted to have a pink serous fluid on it when it was taken out and placed on the patient's white sheet. As a verification, doctor witnessed the dummy source being placed back into the tandem and again removed. It was clear that the applicator had an obstruction and had additional serous fluid on it. At that time, the procedure was aborted and the physician began making plans with gyn oncology to have the applicator removed in surgery. The applicator was removed by gyn oncology in the surgery suite. The applicator was noted to be broken but still in one piece. The patient did not suffer any trauma and was recovered as normal.